Event description:
It was reported that during a lap. Chole procedure, the device did not fire at all. Another device was used to complete the case with no pt consequence. No further info is available.

Manufacturer narrative:
Date sent: 06/24/2008. Damaged lock lever. Eval summary: the analysis results found that the er320 instrument was returned in good visual condition. The instrument was cycled and malformed 4 clips due to the lock lever damage. The instrument locked out as intended. While conclusion could be reached as to how the lock lever became damaged, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.